Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,ous 4.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at approximately 174 mm distal to the distal end of the strain relief as well as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 95% stenosed, 28mm x 4.0mm target lesion was located in the moderately tortuous left anterior descending artery. A 4.00x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noticed that the shaft delivery system was kinked and when the device was removed from the patient's body, the device was broken into two pieces. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.